Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had communication loss issue that put 4 cns's into communication loss in the pcu dept (2nd floor) during a generator test. Biomedical engineer states that the comm loss happened to 4 cns's for approx. 10 minutes. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) comm loss issue that put 4 cns's into comm loss in the pcu dept (2nd floor) during a generator test. Biomedical engineer states that the comm loss happened to 4 cns's for approx. 10 minutes. No patient harm reported. Biomedical engineer said that they found that one of their juniper switches that had (13) org's connected to it had lost power. It lost power because one of the hospital's electrical circuits had malfunctioned which caused a power failure on the juniper switch which caused comm loss to appear on the cns's. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were used in conjunction with the cns: cns's: model #: cns-6201a serial #: (B)(4) device manufacturer data: 07/09/2015 unique identifier (UDI) #: (B)(4) model #: cns-6201a serial # : (B)(4) device manufacturer data: 07/02/2015 unique identifier (UDI) #: (B)(4) model #: cns-6201a serial # : (B)(4) device manufacturer data: 10/27/2011